Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin (1 gram, once in 5 days, intraperitoneally) and ceftazidime (1 gram, once per day, intraperitoneally) for peritonitis. The patient was recovering from the peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available.